Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the respiratory rate trend (rrt) signal on the right atrial channel of this cardiac resynchronization therapy defibrillator (crt-d). (Ra) impedance measurements were high and out of range and had been gradually increasing for the past two months. Boston scientific technical services (ts) suggested that the patient be seen in clinic to try to recreate the noise and obtain an x-ray to determine if the lead was fractured. Boston scientific technical services (ts) later helped the caller disable the rrt feature and the field representative indicated that the clinical observations were likely due to rrt oversensing, and reported no lead fracture. No adverse patient effects were reported. This device remains in service.